Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh were implanted. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent rectocele repair and vaginal colpopexy due to urinary stress incontinence, pelvic organ prolapse, cystocele, defect of anterior fascia and rectocele, and vaginal wall prolapse. It was reported that following insertion the patient experienced chronic pelvic and vaginal area pain, urinary and vaginal infections, worsening urinary incontinence, abnormal bowel movements and frequency /urgency to urinate, physical pain. It was reported that patient underwent cardiac catheterization on (B)(6) 2012. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4).a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent rectocele repair and vaginal colpopexy due to urinary stress incontinence, pelvic organ prolapse, cystocele, defect of anterior fascia and rectocele, and vaginal wall prolapse. It was reported that following insertion the patient experienced chronic pelvic and vaginal area pain, urinary and vaginal infections, worsening urinary incontinence, abnormal bowel movements and frequency /urgency to urinate, physical pain. It was reported that patient underwent cardiac catheterization on (B)(6) 2012. No additional information was provided. (B)(4).